Manufacturer narrative:
The account is not repairing the bed at this time due to the age of the bed.

Event description:
The account alleged the brake pedal went down and locked in but the brake caster would still move. No pt impact.